Manufacturer narrative:
Na

Event description:
It was reported that hours post atrial lead repositioning, the atrial, rv and lv leads dislodged. The wound was inflamed post-op and the patient had an infected IV site. The system was removed due to potential infection risk.